Event description:
Customer reported dopamine underinfusion after changing the central line fluids (dopamine and tpn) tubing resulting in a decrease in the patient's blood pressure. She changed the tubing for both infusions, primed the sets and started the infusion before connecting to the patient's central line. Reported that the pcu indicated the fluid was infusing even though no fluid was dripping out of the end of the tubing. User changed both infusions to syringe pumps, primed the sets and connected to the central line. User stated that she was then unable to confirm fluid dripping out of end prior to connecting to the patient because there wasn't enough fluid remaining in the tubing. Started the infusions, the pcu indicated that it was infusing, but she noted blood backing up in the patient's central line. She stopped the infusions, changed the pcu and restarted the infusions using a different pcu and they ran properly. Stated the patient's blood pressure returned to baseline after the dopamine infusion was restarted and rate increased for 1 hour. Patient has had similar blood pressure response in the past when tubing is changed. No long term ill effects experienced by the patient. The pcu, associated devices and administration set were requested. The pcu was received, no other devices or products were retained by the customer. The investigation is on-going. A follow up report will be filed upon completion of the investigation.